Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. Patient went in for a routine follow up and upon interrogation of the device, it was found to be in safety mode. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. Patient went in for a routine follow up and upon interrogation of the device, it was found to be in safety mode. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. Patient went in for a routine follow up and upon interrogation of the device, it was found to be in safety mode. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This report is being submitted to update the information in section h11.